Event description:
Follow-up revealed the patient's scs system was explanted on (B)(6) 2016. The patient was doing well following the procedure.

Manufacturer narrative:
(B)(4) . Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced connection issues with the ipg. The ipg kept disconnecting from the patient controller. As a result, the patient will undergo surgical intervention.